Event description:
The pt reported she is overweight and feels the ipg moving/flipping in the pocket. The pt experiences occasional discomfort due to this issue. Follow-up identified the pt underwent surgical intervention to reposition the ipg on (B)(6) 2014 which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.